Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years and 3 months post implant of this annuloplasty ring in the aortic position, the ring was explanted and replaced with a mechanical valve. The reason for replacement was not reported. No additional adverse patient effects were reported.